Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was unresponsive after boot-up, which caused the blood pressure of the patient to rise. The epg has been returned for repair. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comments that the external pulse generator (epg) was unresponsive after boot-up; the epg was functionally tested, and there were no faults found. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.